Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported post op an adjustable gastric band procedure, the injection port was disconnected; catheter was broken near the chamber. The port was replaced. There were no reported complications.